Manufacturer narrative:
The patient's meter has been returned to lfs product analysis on (B)(6) 2011, but the testing has not been completed as of yet. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an issue with her one touch ultra meter testing in settings mode. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she could not recall when the alleged issue with the subject meter began. At an unknown time, after the alleged issue started, she reportedly felt 'shaky, sweaty, and thrush in mouth'. She stated that she manages her diabetes with pills, diet and/or exercise and due to the alleged issue on (B)(6) 2011, at 5:30 am, she had more food and drink (ate vegetables and salad). It is unclear if the patient received any other form of medical intervention in response to her symptoms. There was no other device available at the time of the concern. During the initial call with customer service, the agent noted that the issue was resolved after educating the patient on the proper testing technique. Replacement products were sent to the patient. The patient's meter has been returned to lfs product analysis on (B)(6) 2011, but the testing has not been completed as of yet. Once the results are available, it will be submitted as a supplemental report. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Follow-up # 1 (11/23/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter was tested and the primary complaint was not confirmed. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.